Manufacturer narrative:
If a sample is received, a follow-up report will be filed. (B) (4)

Event description:
The 22g cannula was placed on the dorsum of the hand of an elderly lady. This pt developed immediate pain and pallor on injection of ondansetron.